Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery while the customer was sleeping. Customer sated that insulin was coming out when it was not connected to her. Customer's mother was unable to troubleshoot at the time of the call as this was a past issue resolved by set change. Customer's blood glucose reading at the time of the call was 200 mg/dl. No further information reported.